Event description:
The surgeon was not able to remove t1 and had to cut suture and leave t1 behind the capsule unsupported during the meniscal repair procedure. Another device was used to complete the procedure.